Manufacturer narrative:
The customer found the blood sampling valve (bsv) knob was loose. The customer tightened the knob, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was about 15 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.